Manufacturer narrative:
Additional information: d9, h3 plant investigation: the cycler was returned to the manufacturer for physical evaluation. A visual inspection of the returned cycler exterior showed no signs of physical damage. There were visual indications of dried fluid within the cassette compartment on the pump. There were no visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. A simulated treatment using (as-received) treatment settings with reduced dwell times was performed and completed without any failures or problems. No fluid leaks in the test cassette during the treatment test. System air leak, teach pump, and valve actuation tests were performed an passed. An internal visual of the returned cycler was performed. There were visual indications of dried fluid on the bottom cover behind the front panel assembly. The cause of the observed dried fluid could not be determined. There were no discrepancies encountered with the mushroom heads. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
It was reported to fresenius that this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) expired while connected to the liberty select cycler. No additional information was provided during the intake process. Follow-up documentation received from the patient¿s home program facility administrator (fa) confirmed the patient expired on (B)(6)2025 while connected to the liberty select cycler. Per the fa, the patient¿s cause of death is unconfirmed due to the pending autopsy results, however it was likely a cardiac arrest. Although the specifics are largely unknown, it appears the patient completed their last ccpd treatment on (B)(6)2025 without reported issue. Per the fa¿s response, there was no allegation the serious adverse events were related to a fresenius device(s) and/or product(s) deficiency or malfunction.

Manufacturer narrative:
Clinical review: a temporal relationship exists between pd therapy utilizing a liberty select cycler, and the serious adverse events of a probable cardiac arrest and death, as the patient was connected to the device when she expired. The definitive etiology of the serious adverse events is unknown (autopsy results and death certificate unavailable); therefore, causality could not be established. However, based on follow-up documentation from the home programs¿ fa, there was no allegation or indication that a fresenius device(s) and/or product(s) was deficient or malfunctioned in any way. Cardiac disease is the leading cause of death in dialysis patients, and mortality rates are up to 30-fold higher than the general population. The esrd population continues to have significantly higher mortality, and fewer expected years of life when compared to the general population. Based on the information presently available, the liberty select cycler cannot be disassociated from having a possible causal or contributory role in patient¿s cardiac arrest and death. There is currently no allegation or objective evidence indicating a fresenius device(s) and/or product(s) caused and/or contributed to the serious adverse events. However, given the patient was connected to the device when she expired, the pending autopsy report, and no confirmed cause of death; this clinical investigation cannot exclude the liberty select cycler from having a possible role in the serious adverse events experienced by the patient. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported to fresenius that this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) expired while connected to the liberty select cycler. No additional information was provided during the intake process. Follow-up documentation received from the patient¿s home program facility administrator (fa) confirmed the patient expired on (B)(6) 2025 while connected to the liberty select cycler. Per the fa, the patient¿s cause of death is unconfirmed due to the pending autopsy results, however it was likely a cardiac arrest. Although the specifics are largely unknown, it appears the patient completed their last ccpd treatment on (B)(6) 2025 without reported issue. Per the fa¿s response, there was no allegation the serious adverse events were related to a fresenius device(s) and/or product(s) deficiency or malfunction.